Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the problem of alarm not ringing. The device was not in use.

Event description:
The customer reported a speaker malfunction. Additional information received from the field service engineer (fse) indicated that the alarm was not ringing.the fse observed the reported complaint and re-installed the speaker cable.the device was not in use on a patient at the time of the event.

Manufacturer narrative:
A field service engineer(fse) was dispatched to the customer¿s site. The device passed all functional tests and was returned to use. To resolve the issue, the fse re-installed the speaker cable. A search in servicemax found no further related calls. The absence of further calls supports that the reported problem has not recurred. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.